Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). The vad coordinator reported that the patient was experiencing low flow and red heart alarms with pump stoppage while on the power base unit, then the pump restarting on its own. The vad coordinator changed the power base unit cable and system controller, continuing to monitor the readings. The following day, a decision was made to exchange the pt's lvad with another lvad due to suspected pump thrombus.

Manufacturer narrative:
The patient remains stable. The manufacturer is attempting to acquire the device for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.